Event description:
In cranial surgery, the perforator initially performed well. However, when drilling the third hole in the skull, the perforator did not stop early enough and the dura matter was injured.